Event description:
Customer contacted arrow field service (afs) requesting service. They were transporting a pt and they lost the bp waveform and augmentation pressure reading. The pump stopped and went into standby. There were ECG and ap waveforms. The pt was very unstable. Their arm was purple and they were bleeding from one of two insertion sites. Transfer to hospital was completed and pt was put on competitor's pump. There were no reported pt complications.